Manufacturer narrative:
Updated report with model and serial number for the related device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to establish a connection with the respective communicator for this patient. Technical services (ts) provided troubleshooting options; however, a successful connection has not been confirmed yet. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this unknown implantable device was unable to establish a connection with the respective communicator for this patient. Technical services (ts) provided troubleshooting options; however, a successfull connection has not been confirmed yet. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to the initial reporter type and updated record with additional information regarding f10 device codes. Updated report with model and serial number for the related device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to establish a connection with the respective communicator for this patient. Technical services (ts) provided troubleshooting options; however, a successful connection has not been confirmed yet. This device remains in service. No adverse patient effects were reported. Additional information was received stating this pacemaker was could not be establish a connection since it was found to be operating in safety mode, which permanently limits device function. No adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial reporter type and updated record with additional information regarding f10 device codes. Updated report with model and serial number for the related device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to establish a connection with the respective communicator for this patient. Technical services (ts) provided troubleshooting options; however, a successful connection has not been confirmed yet. This device remains in service. No adverse patient effects were reported. Additional information was received stating this pacemaker was could not be establish a connection since it was found to be operating in safety mode, which permanently limits device function. No adverse patient effects were reported. Additional information was received from the field stating this pacemaker was explanted and replaced. No additional adverse patient effects were reported.